Event description:
Information received from the field notes that the patient presented for a follow-up with loss of ventricular capture. The patient had an underlying rhythm of 60 bpm. Sensing was appropriate and the lead impedance was consistent with implant. The ventricular output was programmed to 7.5 v, 1.0 ms.